Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Evaluation, method: work order search. Evaluation, result: a work order search found no similar complaints. Conclusion: unable to confirm complaint - based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 -9.0 diopter implantable collamer lens on (B)(6) 2016 in to the patient's left eye (os). The reporter indicated that the vault of the lens was excessive and the chamber was shallow. The lens was exchanged for a smaller lens on (B)(6) 2016 and this resolved the problem.